Event description:
Pt presented at surgeon's office with post-op tibial pain and implants feeling as though they are "backing out". Surgeon described it on the x-ray as the implants looked like "two horns" had formed. Surgeon performs double bundle technique and routinely uses two calaxo screws in the tibia. It is not known at this time if pt has had follow-up surgery for debridement. Original surgery date: 2007.

Manufacturer narrative:
Product recall initiated on august 21, 2007.